Event description:
It was reported that during unpackaging of the xpert stent delivery system, the stent partially prematurely deployed. The physician fully deployed the stent after the flowering occurred. There was no patient involvement. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the self expanding stent system (sess) was returned without any blood or saline visible, consistent with the reported information that there was no patient involvement. The outer tube was fully retracted from the soft tip and the stent was fully dislodged from the sess. This is consistent with the reported information that the physician fully deployed the stent after noting the premature deployment. 1/3 of the stent implant was slightly smashed, possibly due to mishandling or packaging the product for return to abbott vascular. There was no other damage noted to the stent implant. The outer tube and the inner member were kinked at the distal end of the metal shaft, 12.7 cm distal to the strain relief tubing, also possibly due to mishandling during packaging, as this damage was not reported and does not appear to have contributed to the premature deployment. The tuohy borst adapter was tight on the metal shaft. There was no other damage noted to the sess. Potential factors which could contribute premature deployment prior to use include, but are not limited to, manufacturing, handling, insufficient support during prep, kinks in the shaft, loosening of the tuohy borst valve, interaction during loading onto a guide wire, or interactions with the introducer sheath and/or associated devices during insertion. It may be possible that the premature deployment is related to handling and/or inadvertently pushing the metal shaft during handling. Further deployment of the stent was done out of the body by the physician after noting the initial premature deployment. A review of the finished device lot history records did not reveal any nonconforming material records for this lot that could have contributed to this complaint and there have been no other incidents reported for this lot. A conclusive cause for the premature deployment and bend at the strain relief tubing could not be determined; however, the stent dislodgment appears to be user related. There is no indication to suggest a product quality deficiency. During manufacturing, all self expanding stent delivery systems are inspected for damage during the manufacturing process. Additionally, samples of the units are functionally tested.